Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported health care provider (hcp) visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. You should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. When you perform a control solution test, if the reading is within the control solution acceptable range, the built-in bg meter is working properly. With the built-in bg meter, checking your blood glucose requires a very small sample size, 0.3 microliters of blood. Checking your blood glucose. Chapter 4 / page 43: warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes. Chapter 11 / page 116: warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all time. The kit should include: several new, sealed pods; extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries); a vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system); syringes or pens for injecting insulin; blood glucose test strips; additional blood glucose meter; ketone test strips; lancing device and lancets; glucose tablets or another fast-acting source of carbohydrate; alcohol prep swabs; instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted; a signed letter from your healthcare provider explaining you need to carry insulin supplies and omnipod® system equipment; phone numbers for your healthcare provider and/or physician in case of an emergency; glucagon kit and written instructions for giving an injection if you are unconscious, (see "avoid lows, highs, and dka" on page 119). Living with diabetes. Chapter 11 / page 119: avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported that a patient had been to the health care provider (hcp) for high blood glucose (bg) levels. Patient¿s blood glucose reached 350 mg/dl. The patient has been in the 350 mg/dl range for 2-3 months. Patient was treated with insulin called novalog. The hcp have changed basal rate every 2-3 months. Hcp does not think it is the omnipods fault but would like the pdm to be replaced.

Manufacturer narrative:
Device was returned for evaluation and testing found the bg (blood glucose) meter to be reading correctly. The pdm (personal diabetes manager) was found to function as intended. No defects or deficiencies were noted during evaluation.